Event description:
The customer reported a suspected positive biological indicator (bi). The customer reported that some items from the load were not recalled and were released for use on patients. Attempted to contact the customer regarding potential patient injury but the customer was not available. The customer was not sure whether or not they processed the bi.